Event description:
It was reported that the customer experienced frequent occlusion alarms every day for the last 2-3 months, encountering alarm 2 followed by alarm 26. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. To address the occlusion issues, the customer attempted to replace the infusion set and the cartridge, holding the cartridge pigtail straight while administering smaller boluses of insulin. Despite these efforts, the obstructions continued. A replacement pump was sent to the customer to resolve the issue.